Event description:
The customer reported that they performed a control test with the ascensia meter and obtained a reading. No specific reading was provided. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No patient information was provided. Therefore, no information was captured in section a (a1 - patient initials, a2 - age, a3 - gender, and a4 - weight). The customer did not provide the product details. Therefore, no information was captured in section d4 (model #, lot # and expiration date), and the device manufacture date (h4) could not be determined.